Event description:
The customer reported low vacuum errors and observed that pv49 had come out of place and was covered with dried clenz on the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
Upon inspection of the instrument the field service engineer (fse) discovered that it was the pinch valves at pv41 and pv42 (and not pv49 as previously reported by the customer) which had become loose and was broken and also covered with dried clenz which was contained within the instrument. The fse replaced both pinch valves and associated tubing resolving the leak and low vacuum errors. (B)(4).